Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they were taken to emergency room and then to intensive care unit due to high blood glucose and mild diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 497 mg/dl at the time of hospitalization. The customer experienced unknown kind of stomach virus. The customer was treated with zofran, insulin drip, fluids through intravenous included potassium. The customer was not using auto mode. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.